Event description:
The customer reported receiving a reading on their freestyle flash blood glucose monitor and took insulin based on that reading. At around noon, the customer felt faint and passed out. In addition, the customer experienced blurred vision, confusion, and sweatiness. The customer's wife called the paramedics and they received a reading below 3.0 on an unknown meter. The customer's wife treated her husband with 2 glasses of orange juice before the ambulance arrived and the paramedics gave him an IV. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.